Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis with culture (B)(6). On an unreported date, the pt had an unspecified trauma to their exit site which led to peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The pt also subsequently experienced an exit site infection with culture (B)(6). The pt was not hospitalized for the events. On the same day as peritonitis onset, the pt began treatment for the peritonitis with vancomycin (2 grams, once every 3 days) ip-intraperitoneally. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Three days after the receipt of this report, the pt was scheduled to have their pd catheter removed and after four days will be started on hemodialysis due to the peritonitis event. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.